Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
The customer reported that the co reading is 8 when it should be 0 or 1. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed., corrected data: was updated from 07/20/2017 to 6/27/2017. Model# was updated from 3696 to 24087. Lot# was updated from 5h141 to r15k820.